Event description:
It was reported by the independent repair center that the unit has low o2 or yellow light, and the key malfunction is the sieve beds are leaking. No patient injury reported, no additional information provided.